Event description:
The intra-aortic balloon was inserted into the pt on 3/31/98 at 3:30 p.m. And removed on 4/2/98 at 5:30 p.m. The intra-aortic balloon did not malfunction. The pt had bleeding that was not severe and a transfusion was required. The intra-aortic balloon was not returned to datascope. (Event complications: bleeding/not severe/transfusion required) - reported 7/14/98. (Pt's current status: discharged - reported 7/14/98.)